Event description:
Customer reported he doesn't feel the insulin pump was working. Customer stated, he feel the bolus wizard was not calculating correctly. Customer's blood glucose was 225 mg/l. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer did have blood on the site and troubleshooting was performed. Customer uses cold insulin. Customer requested the device to be replaced. No further information reported. Customer states the battery compartment was not damaged or corroded. Customer was advised to insert a new battery and the display turned back on. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.